Event description:
The customer reported a fluid leak of unspecified volume from the probe of a coulter act diff 2 analyzer. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer performed troubleshooting and found the baths and the vacuum isolator chamber, vic, were not draining. He replaced the waste filter (fls1) and the instrument ran without any leaks. (B)(4).